Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. It was reported that the 511o trocar gasket ripped. It was replaced with a trocar sleeve. There was no consequence to the patient.